Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a video of the sample was provided for evaluation. Videographic inspection verified the reported condition of a leak. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel vented set leaked from the bottom of the filter. The reporter stated that a nurse noticed droplets running down the set from the filter component, about two minutes after the start of infusion. This occurred during infusion of 120mg anzatax in 250ml normal saline in the oncology department. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.